Event description:
Patient (B)(6) broke 2 implants, one in the area of number 10 and one broken on number 6, causing pain. Patient had not been compliant with instructions. The prosthesis showed wear facets indicating that the person has a habit of gritting or grinding his teeth. No posterior occlusion also contributed to excessive loads on anterior implants.